Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 3. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and increased sensitivity. No further patient complications were reported.